Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 426 mg/dl. The customer changed the infusion set two days prior to the hospitalization. The insulin pump was giving the no delivery alarm, but the customer did not change the infusion set after getting the alarm. The nurse was unable to troubleshoot further during the phone call. The nurse requested to have the insulin pump replaced.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, and excessive no delivery alarm tests due to the prime anomaly.